Manufacturer narrative:
A comprehensive review of clinical records, engineering logs, device reports, and medical affairs findings was performed. Review of available data showed no malfunction alerts, no motor errors, and no evidence of inaccurate insulin delivery. Cgm review demonstrated glucose values rising above 400 mg/dl prior to the event and exceeding 400 mg/dl at the time emergency medical services reported glucose values above 500 mg/dl. No hypoglycemia was identified on the day of the event or around the reported time of loss of consciousness. The user reported performing a factory reset and transitioning from u100 to u200 insulin under healthcare provider direction prior to the event. Based on available information, no device malfunction was identified and available evidence does not indicate that ilet operation or insulin delivery caused or contributed to the reported loss of consciousness. The cause of the reported event remains not established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 16-jul-2025 it was reported that on (B)(6) 2025 the user experienced loss of consciousness while driving, resulting in a motor vehicle accident and subsequent hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. The user reported a blood glucose value of 580 mg/dl when evaluated by emergency medical services and sustained injuries related to the accident.